Manufacturer narrative:
(B)(4). Two devices were received for evaluation. During visual inspection, a tear in the seals of the bags was observed along the bottom of the bags near the hanging port. The reported condition was verified. The cause of the defect was assessed to be related to initial container fabrication steps. Process improvements were initiated which include end to end process verification, inspection, material release and storage requirements as well as detection controls which include in-process inspections, periodic checks, final physical inspection and 100% leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) intravia bags leaked. Prior to use, a "tear in the seals of the bag along the bottom of the bag near the hanging port on the non-printed side of the bag¿ was observed. The devices were filled with an unspecified amount of bupivacaine. There was no patient involvement. No additional information is available.